Event description:
Litigation alleges that the asr right hip implant caused pain and discomfort in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Event description:
Litigation alleges that the asr right hip implant caused pain and discomfort in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. **update** 12/26/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the asr right hip implant caused pain and discomfort in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Doi: (B)(6) 2009 dor: none indicated (right hip). Patient is a resident of (B)(6). Update 12/26/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 13 nov 2014 - der rcvd. Updated dor, surgeon name, sales rep info. Der states - asr revision to pinnacle cup, head, liner. Surgeon states patient complains of pain. Stem and sleeve reported for elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 1/28/2015 - medical records received. Upon revision, a large bursal sac filled with creamy white metallic stained fluid and material and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 02/19/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.